Manufacturer narrative:
Product ID 8731, lot # b005803n15, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was later reported that the patient also had digestive and other issues. The patient saw her hcp and the drug was decreased. Saline was put in the pump after the drug was removed. The patient had ¿some problems¿ before the shocking sensation in (B)(6) 2010. The patient then started seeing a new hcp. The same month, they started the weaning process. It took about a year. During this time, the patient had multiple medical complications during this time, such as a fractured knee and other complications that had nothing to do with the pump. The pump was later explanted. It was believed that the shocking sensation had something to do with the battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was to have the pump removed in (B)(6) 2013 due to swelling, electrical shocks from the pump, and feeling sick from the morphine. The patient was titrated from the morphine and saline was put in the pump one year prior to the report. The patient stated that the pump should now be empty of saline. The pump explant was postponed due to the patient having two knee surgeries. The patient was currently hearing a pump alarm; however telemetry was not yet performed. The doctor who was to perform the explant surgery would not be back in the area until the second week of (B)(6) 2012 when the patient can see her. Additional information has been requested but was not available at the time of this report.

Event description:
The patient stated ¿I'd rather die and put a gun to my head than to go on taking medication." The patient stated that the hcp slowly withdrew her from it and ¿all of a sudden, the, you know, the pain was not as horrific as it was. I used to have pain so horrendous that literally¿I wanted to jump from my high rise apartment, the pain was just out of this world. It wasn¿t something a human being could live with. You figure when you're having l--pain like that, okay, you're--you're definitely dying within the next few minutes and tha--that went on 24/7. It was horrific.¿ additional information received reported that when the pump was removed the patient had complained of constant burning/shooting pain where the pump was implanted, sensitivity to touch, and increased pain with constipation. No mechanical issues had been seen. The healthcare professional (hcp) told the patient they ¿didn¿t think taking out the pump would help.¿ the patient ¿may have rsd (reflex sympathetic dystrophy) of the area.¿ the patient ¿wished she could still have the pump¿ but she was ¿overly dramatic, litigiousness, and demanding.¿ the hcp would not reimplant the pump. The patient put lidoderm patches over the area. The pump was used to infuse morphine, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).